Event description:
It was reported the patient is receiving unintended anterior leg stimulation as a result of lead migration. An sjm representative was unable to resolve the issue with reprogramming. The patient is working with the physician to determine the next course of action.

Event description:
Further investigation identified additional reprogramming will be attempted as the next course of action.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Additional information identified an sjm representative was unable to resolve the issue with reprogramming. It was also reported the patient's scs system was reprogrammed due to increasing back pain to no avail as only a small amount of low back stimulation was achieved and per the patient was not effective. The surgeon determined that no surgical intervention will be taken to address the issues. The system will be left as is.